Manufacturer narrative:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device was not calibrating the co2. The fse evaluated the device on site. It was determined that this was a malfunction with the front panel/screen. The fse replaced the front panel/screen and reseated and calibrated the co2 pump in order to resolve the reported issue. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the front panel/screen. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The fse replaced the front panel/screen and reseated and calibrated the co2 pump in order to resolve the reported issue. It has been concluded that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
This report is based on information provided by philips field service engineer (fse) and has been investigated by the philips complaint handling team. Philips received a complaint on the heartstart mrx indicating that the device was not calibrating the co2. There was no patient involvement.

Manufacturer narrative:
The initial device evaluation stated issue was resolved by replacement of front panel/screen. However, (B)(4) has been split into two complaints. (B)(4) addresses co2 pump. (B)(4) addresses front panel/screen issue (MFR report number 3030677-2023-03131). The fse evaluated the device on site. It was determined that this was a malfunction with the co2 pump. However, the customer was informed that service could no longer be completed on the unit as the device had reached end of life (eol). The heartstart mrx device and all associated service/support was discontinued on (B)(6) 2022. Based on the information available and the testing conducted, the cause of the reported problem was a malfunction of the co2 pump. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time. The data entered in this complaint record will be utilized for product quality and safety improvements per the post market surveillance and risk management processes. The customer will be made aware of the end of life terms and the device remains at the customer site. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
It was reported to philips that the device failed co2 calibration. There was no patient involvement.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.